Event description:
It was reported that a preloaded intraocular lens (iol) during the implant into the patient's right eye, made a noise and stopped progressing. When attempting to remove the iol from the injector, it was found damaged. It was noted that the client left the patient aphakic, temporarily impaired, and there was delay in procedure but only considered as minor delay. There was no incision enlargement, no vitrectomy, no sutures performed. Patient noted to be calm, waiting for the new procedure. No other information was provided.

Manufacturer narrative:
Section a4: weight: exact weight unknown but approximately 50-55 kg. Section d6a: if implanted, give date: not applicable, as no indication that lens was implanted. Section d6b: if explanted, give date: not applicable, as no indication that lens was implanted, hence not explanted. Section e1: phone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the customer provided photos were reviewed and show a lens that is cut and damaged along with damage to the haptics. No further evaluation can be performed from the photos provided. The complaint issue "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. The complaint issue of ¿dc-stuck in cartridge¿ was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 25, 2024. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection of the complaint simplicity reveal that it was received without the lens module or cartridge; therefore, the stuck in cartridge could not be confirmed. The plunger rod tip was observed to be damaged. No further issues with the handpiece were identified. The lens was coated in viscoelastic residue; the lens was cleaned revealing that it had damage on the surface along with the haptics. No further issues were observed. The complaint issue "dc-lens damaged" was identified during product and photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The complaint issue "stuck in cartridge" was not identified during product and photo evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Based on the complaint investigation results, the product was released within specifications conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.